Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure two resolute onyx rx coronary drug eluting stents were attempted to be used to treat a severely tortuous and calcified lesion located in the mid rca. There was no damage noted to the packaging of both devices. Negative prep was performed with no issues. The lesion was pre-dilated using a non-medtronic balloon. Both devices did not pass through a previously deployed stent. Resistance was encountered when advancing both devices however excessive force was not used. It was reported that during a complex pci procedure a 2.75x30mm resolute onyx stent was deployed without issue in the distal rca. An attempt was then made to overlap the first stent with the 3.0x38mm resolute onyx stent however resistance was encountered and the stent was removed, it was noted that stent deformation was observed in the mid section of the stent. An attempt was next made to overlap the first stent with the 3.0x30mm resolute onyx stent however resistance was encountered again, upon removal stent deformation was observed again in the mid section of the stent. The procedure was completed without issue using 2.75x22mm and 3.0x38mm resolute onyx stents. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 31st distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.